Event description:
As reported by the edwards' field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, after successful valve implantation and upon removal of the rf3 sheath and surgical repair of the access site, a vessel perforation was found from the right external iliac to the right common femoral artery. Case summary: patient was prepped and draped in the usual sterile manner. The left groin was used for venous and arterial access. A right infrainguinal groin incision was made to expose the right common femoral artery. Vessel loops were placed above and below the planned puncture site and an 18g seldinger needle was used to gain access. Through the 18g seldinger needle a wire was introduced and serial dilatation was started. The dilators where introduced and where met with some difficulty starting with the 20f dilator. An additional set of dilators was opened to take advantage of the hydrophilic coating. The dilators were introduced stopping at the 25fr dilator. In order to troubleshoot, the 25f dilator was left to dwell for about a minute and the 22f sheath was introduced also with some difficulty. The valve and delivery device were delivered without any complications. The delivery device was removed and the introducer was reintroduced into the 22f sheath. An ima catheter was used from the contralateral side to take a selective angiogram of the right common iliac. Contrast was then injected showing no perforation in the right common iliac. The sheath was removed and the cardio thoracic surgeon continued with the vascular closure of the right common femoral artery. Once closed, bleeding was seen superiorly and posteriorly to the closure site and the area of bleeding was noted to be heavily calcified. The decision was then made to call a vascular surgeon to repair the artery. In order to repair the perforation, the calcified portion of the artery was removed and the vessel was repaired by using a 8mm dacron graft that was attached from the right external iliac to the right common femoral artery and the site was then closed. The patient was noted to have remained hemodynamically stable throughout the procedure. After the procedure the patient was also transported to the ICU in stable condition. Additional information was provided by the fcs that indicated the physician had experienced resistance during removal of the dilators and the sheath. There was nothing abnormal noticed while inspecting the sheath or the dilators prior to use.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. However, per report, there was no device malfunction. A device history review (DHR) for the sheath was and all manufacturer's specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the access vessel was 7.0mm; however, the vessels were indicated to be both mildly calcified and mildly tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that a combination of the borderline size of the access vessel in combination with calcification or tortuosity that was not appreciable on imaging contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventive actions are required at this time.